Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event in the intensive care unit (ICU). At the time of this report, the patient has not recovered from the event and was still hospitalized. Dianeal therapy was ongoing. No additional information could be provided because the reporter declined follow-up.